Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter became separated. It was removed from the patient and another of the same device was used to complete the procedure. There were no patient complications.